Event description:
Revision surgery planned for (B)(6) 2018, reason unknown. No information will be available until the revision surgery day.

Manufacturer narrative:
Batch review performed on 11 april 2018: lot 061367: (B)(4) items manufactured and released on 23 october 2006. Expiration date: 2011-09-30. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event

Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018: partial hip revision surgery occurred 12 years after primary cementless tha. Radiographic images provided don't allow a complete evaluation of the medial implant-bone interface but radiolucent lines in zone 1 and signs of stress shielding are visible. Aseptic loosening is a possible long term adverse event after cementless hip arthroplasty and causes are often unknown. On the basis of information received, the reason of this failure cannot be determined. Preliminary investigation performed by r&d product manager on 04 april 2018: the image was analyzed: it is possible to see that the coating is totally absorbed as it is absent on the stem. No other particular signs are evident and from the received image it is not possible to determine the root cause of the event.

Event description:
The surgeon revised stem, head and liner due to stem loosening.